Manufacturer narrative:
Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. As there was no sample or photo available for evaluation, a root cause could not be determined. Therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m experienced overfill. The following information was provided by the initial reporter. The customer stated: "at the cherbourg hospital center, we have just modified our fleet of hemostasis machines with the acquisition of two star max 3 put into production in mid-february. These machines detect the filling volume and reject the tube if the volume is not compliant (under-filled or over-filled). We are currently in trouble with overfilled citrate tubes. The problem had probably been present for a long time, but the question did not arise since the filling check was done by eye, with a focus on underfilling. Yesterday, for example, this concerns 40% of the tubes received. Technicians should check each tube and remove excess plasma before running tests, but this changes the citrate-to-blood ratio and results can be impacted. It looks like it's coming from your tubes at the start of the batch only."

Manufacturer narrative:
H6: investigation summary bd received 14 samples from lot 0345091, 10 samples from lot 1022356 and, 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 6 retained samples from lot 0345091 and 10 retained samples from lot 1022356 from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m experienced overfill. The following information was provided by the initial reporter. The customer stated: "at the cherbourg hospital center, we have just modified our fleet of hemostasis machines with the acquisition of two star max 3 put into production in mid-february. These machines detect the filling volume and reject the tube if the volume is not compliant (under-filled or over-filled). We are currently in trouble with overfilled citrate tubes. The problem had probably been present for a long time, but the question did not arise since the filling check was done by eye, with a focus on underfilling. Yesterday, for example, this concerns 40% of the tubes received. Technicians should check each tube and remove excess plasma before running tests, but this changes the citrate-to-blood ratio and results can be impacted. It looks like it's coming from your tubes at the start of the batch only."